Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted as a tortuosity near the subclavian vein provoked the lead to stuck and unable to be moved when maneuvering it. The lead exhibited low amplitude. Consequently, the lead was extracted but severe, although not complete, lead fracture occurred. This lead was successfully replaced and is not expected to be returned as it was discarded. No adverse patient effects were reported.